Event description:
The iab was inserted into the pt on 2/10/97. On 2/12/97 after iabp for 36 hrs, the "rapid gas loss" alarm sounded from the pump. The pump would not purge and the iab was removed. (Event complications: unk - reported 2/11/97; none reported 2/21/97.) (Pt's current status: unk-rpt's 2/11, 2/21/97.)

Manufacturer narrative:
Evaluation: under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.